Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff on 11-mar-2016 which refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number c51063). As a result of essure device placement, the plaintiff claimed the following events: severe back pain, pelvic pain, abdominal pain, hair loss, migraines, headaches, pain and body ache. On (B)(6) 2015 essure devices were removed. Company causality comment: this non-medically confirmed spontaneous case report under litigation refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. After 3 months, essure devices were removed. This event is serious due to its medical importance and listed in the reference safety information for essure. Considering the close temporal relationship, the lack of alternative explanation and the fact that essure use may cause pelvic pain, a causal relationship with essure use cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 10-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C51063) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal in 2000, hypertension, ectopic pregnancy, menorrhagia and adenomyosis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and pain ("pain and body ache"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain, alopecia, migraine, headache and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, headache, migraine, pain and pelvic pain to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and the left had 3 visible coils. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device no specific quality issue was defined, therefore no med dra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received-new reporter, medical history, insertion details, removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C51063) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal in 2000, hypertension, ectopic pregnancy, menorrhagia and adenomyosis. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches") and pain ("pain and body ache"). The patient was treated with surgery (da vinci robotic total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, abdominal pain, alopecia, migraine, headache and pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, headache, migraine, pain and pelvic pain to be related to essure. The reporter commented: insertion details-right cornua had 3 visible coils and the left had 3 visible coils. Batch no c51063, production date 2014-04-15, expiration date 2017-04-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.